Manufacturer narrative:
The main component of the system and other applicable components are : product ID: 377775, lot# v003642, implanted: (B)(6) 2006, product type: lead. Product ID: 377775, lot# v003642, implanted: (B)(6) 2006, product type: lead.

Event description:
The healthcare professional (hcp) of a clinical study reported that the site indicated that not all impedances were in range. The device diagnosis was high impedance. The outcome was unresolved with no further action planned. No action was planned as intervention. The device was interrogated and it showed high impedances. The etiology was reported as related to the device or therapy and unlikely related to the implant procedure. The high impedance was noted at implantable neurostimulator (ins) replacement. The electrodes affected were not part of the patient's programming. Therefore no interventions were done.